Event description:
Information received indicates the brakes casters are not holding. The caster wheels hold but the casters continue to swivel around when in brake.

Manufacturer narrative:
The technician replaced the brake casters to repair the stretcher.